Event description:
It was reported to boston scientific corporation on december 15, 2008 that a wallflex enteral colonic stent was used during a colorectal stenting procedure (female patient; weight unknown). According to the complainant, the physician who performed the open surgery on this patient stated the perforation was most likely was due to colon obstruction, proximal to the wallflex colonic stent. The physician also mentioned not having seen any relation with the alleged stent. They added that the patient had also been treated with aggressive post-stenting chemotherapy, which may have more weakened the colon. The procedure was completed with the same wallflex enteral colonic stent. The patient had serious injury reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been implanted and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.